Event description:
X-rays showed the left set screw was loose at s1.

Manufacturer narrative:
No product was returned for evaluation. X-rays showed pedicle screw construct from l4 to s1 with l5 spanned. The left set screw is loose at s1. No interbody spacers noted. The loose set screw was not reported to the manufacturer. The set screw was noted during x-ray evaluation for manufacturer report # 1030489-2009-00519. Refer to manufacturer report # 1030489-2009-00519 for details about the x-rays received.